Event description:
It was reported that after the product was used in a procedure, the sheath on the product had slipped off into the stomach of the pt. It was further reported that the sheath was removed from the pt. It was confirmed that no other parts remained in the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.